Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a large change in morphology noted either to be ventricular tachycardia (vt) or bundle branch, which was oversensed resulting in an untreated event. Technical services (ts) discussed troubleshooting options with the health care professional (hcp) including a treadmill test and reviewing other vectors. Functional undersensing was observed due to the change in amplitude and likely using a slow dissimilar sensing profile with longer refractory period. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD exhibited noise and oversensing resulting in untreated and inappropriate shock episodes. It was questioned if the battery life was accurate. Disk analysis was performed which confirmed normal battery depletion. Ts discussed options including switching from primary to secondary vector, isometrics and pocket manipulation. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.